Manufacturer narrative:
Two photos taken verify the customer complaint that the prime volumes were different. R&d confirmed that 1 ml is the correct prime volume. We are working internally to update the website to show the correct prime volume. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd alaris extension set w/ antisiphon valve had incorrect label content. The following information was provided by the initial reporter: for #30862-0500 the online label says a pv of .6 and the label the customer received say pv 1ml. Could you advise the reason for the difference.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.